Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's lead had migrated. The patient underwent a lead replacement procedure. No device malfunction was suspected.